Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: implantable pacing lead, product ID: 4965-15, implanted: (B)(6) 2007. Implantable pulse generator, product ID: addr01p, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the atrial lead had low impedance and noise. The atrial lead was capped and replaced. No patient complications have been reported as a result of this event.